Event description:
Adverse event(s): "positive dysphotopsia" (visual disturbances). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported, a pt with positive dysphotopsia in mesopic conditions following intraocular lens implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).